Event description:
Reporter alleged the blood glucose monitoring device test strip vial expiration date was a usable one while the MFR's inventory system indicated the date is expired. Reporter stated the date on the test strip vial is 2006 while the inventory system of the MFR indicates the date of the test strips is 2004. Reporter indicated the box of test strip was sealed and undamaged when purchased however no longer has the box for the strips. Reporter stated no actions or treatment was rec'd as a result of the alleged event. A request was made for the return of the suspect product and replacement product was sent.